Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a procedural delay of approximately ten to fifteen minutes occurred due to preparing a new valve.

Manufacturer narrative:
Image review: a single media file was submitted for review of the event. Fluoroscopic inspection of the load revealed a possible misload, indicated by overlap at node 4. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve, the valve was loaded by a certified nurse and visual and tactile inspection of the capsule was performed, with the valve appearing properly loaded. During a fluoroscopic loading check, a crown overlap was observed however it was uncertain if it touched the 4th node. An attempted implant was performed, but the valve was positioned too deep at the left coronary cusp (lcc) during the first attempt, leading to recapture. A second implant attempt was made, but the valve was again positioned too deep at the lcc and was recaptured. During the third implant attempt, infolding of the valve was visible. The valve was removed from the patient and both the valve and the delivery system were replaced.